Manufacturer narrative:
H2: additional information: d10: lot number for product ID: 9733320 is 0200040949. H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system passed the system checkout and was found to be fully functional. The electromagnetic localization system was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed while the returned unit while under testing. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that after switching the electromagnetic localization system the system was performing as intended. It was suspected that it was the cause of the reported issue.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: axiem, 9733320r, integrated 4port rework, lot/serial: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues getting the system up and running. The system was powered on and the emitter would not connect. The system was rebooted and the emitter connected but the instrument and patient tracker were not recognized by the axiem ports. Switching ports did not resolve the issue. There was no patient involvement.